Manufacturer narrative:
(B)(4) b3: unknown; captured as awareness date date sent 9/4/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric tube procedure, the device could be fired at the 1st firing as usual and it seemed that there was no problem, but after a few minutes the suture popped. When the staple was checked, the staple was formed in u-shaped and not b-shaped. The cartridge color was blue. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 9/23/2025. D.4. Batch # 596d78. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the gcs40b device was received with no apparent damage and with a gcr40b reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. In addition, some unformed staples were returned inside a plastic bag. However, no conclusion could be reached on what caused the unformed staples returned. It is possible that the staples does not belong to the returned reload since the washer returned completely cut. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 596d78, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/22/2025. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.